Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing intermittent undersensing. The physician decided to remove this lead and replace it with an epicardial lead. The physician noted during an echocardiogram, that a mild pericardial effusion was present which may be related to a possible perforation, however the physician could not confirm that a perforation occurred since the effusion was old and unrelated to the original lead placement. The patient is expected to fully recover. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing intermittent undersensing. The physician decided to remove this lead and replace it with an epicardial lead. The physician noted during an echocardiogram, that a mild pericardial effusion was present which may be related to a possible perforation, however the physician could not confirm that a perforation occurred since the effusion was old and unrelated to the original lead placement. The patient is expected to fully recover. This lead is expected to return. No additional adverse patient effects were reported.